Manufacturer narrative:
Correction: additional information was received with the product return where the customer indicated that incision enlargement along with sutures were peformed on the patient during the procedure. The additional codes were inadvertently omitted in the initial medwatch 2648035-2021-08297. Therefore, the codes are being captured in this correction as follows: section h6: health effect/impact code: 4631 - more complex surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity: unknown, not provided. If implanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. If explanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. The intraocular lens (iol) is not returning for evaluation as it was discarded by the customer; therefore, failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis intraocular lens (iol) was fully inserted into the patient's left eye but has to be replaced due the iol would not unfold. Reportedly, the patient's capsule tore during the procedure. A back up lens of the same model and diopter was used to complete the procedure. The patient outcome was not provided. Suspect product discarded. No further information is available.